Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
An operating room manager reported that the cutting width of knives that originated from recent custom paks has not felt sufficiently wide during surgery. Wounds have had to be enlarged and stretched by other means. Patient impact is unknown. Additional information has been requested. Additional information was received confirming that there was no impact to any patient in conjunction with this report. No further information is expected.

Manufacturer narrative:
One knife sample was received by manufacturing in an opened product package tray. The returned, open sample was examined per facility procedure and was determined to be visually conforming. Product dimensional evaluation was performed which determined the product to be conforming. The actual blade width measured was well within the product specification limits. The final customer lot was identified. One component knife lot was used to make up the final lot. A review of the related device history records (DHR) for the reported lot number was performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history was reviewed and this is the second complaint for the reported lot number and the second for the reported event. All visual and dimensional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).